Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens 1998 and 1999. This particular pt had a phaco, superior, cataract extraction, left eye 1999. Pt subsequently developed what the surgeon describes as moderate irits 1999 leading to a vitrectomy on the same date. A culture was positive for staph capitis. Pt was treated with steroids and at his last visit was given a good prognosis with a visual acuity of 20/50.